Event description:
An employee from the approved installer company was performing installation work on the MRI system. He used a regular socket wrench instead of a non-magnetic tool. Due to the magnetic pull force between the MRI system and the tool, both of the employee's hands got pinned between the MRI and the socket wrench. This resulted in a serious injury on his hands that needed medical intervention (stitches).

Manufacturer narrative:
(B)(4). Conclusions: it is a known that no magnetic materials or tools should be brought into the examination room, when the magnet is on field. This is stated in the installation instructions and training documents. In this case the event occurred during installation and the engineer involved was informed on the risk involved of using magnetic tools. The installer company has again brought the safety aspects on working with magnets under the attention of their employees.